Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A patient's peritoneal dialysis registered nurse (pdrn) reported the patient was cultured on (B)(6) 2016 which indicated that the patient had peritonitis. The patient's effluent culture indicated the organism was staphylococcus haemolyticus. The pdrn reported the peritonitis was due to a breach in sterility during treatment. The patient was treated with vancomycin for three weeks. The patient was not hospitalized.